Manufacturer narrative:
Follow-up #1/supplemental report (1/17/2012): correction to the incident description = on (B)(6) 2011, the reporter/pharmacy contacted lifescan from (B)(6) alleging a sample not drawn in issue with some one touch verio test strips. The reporter did not allege any harm or injury because of the reported issue.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a sample not drawn in issue with some one touch verio test strips. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, a secondary issue was observed where the test strips failed a control solution test high.

Manufacturer narrative:
If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the 510 (k) # is k093745.